Manufacturer narrative:
Patient information is unknown. Device remained implanted in patient. Complainant part is not expected to be returned for manufacturer review/investigation. Additional procode: hwc. Part number: 04.117.701s. Synthes lot number: l588107. Release to warehouse date: 03oct2017 expiry date: 01sep2027. Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reported devices were used in surgery for distal humeral supracondylar fracture on (B)(6) 2017. After 32 mm va (variable angle) lock screw was inserted, the surgeon decided to exchange it for a longer screw, namely 36 mm va lock screw. The surgeon inserted the 36 mm screw. However, it failed to lock. The 36 mm screw could not be removed by the surgeon. The surgeon decided to leave the 36 mm screw in the patient and completed the surgery with a 10-minute delay. There was no adverse consequence to the patient this complaint involves two (2) device. This report is for a plate. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
DHR review was completed. Part number: 04.117.701s synthes lot number: l588107 release to warehouse date: 03.oct.2017 expiry date: 01.sep.2027 manufacturing site: (B)(4) no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.